Event description:
Customer alleges discrepant results with meter: date (B)(6) 2011, inratio 1.1, retest inratio 1.9. Results done within minutes of each other. Pt's target therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.